Event description:
It was reported that the pump was not operating as intended. Customer's blood glucose (bg) level was "high" on the continuous glucose monitor. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. Customer delivered a manual injection to address bg, and reverted to an alternate method of insulin therapy. As the issue had occurred, no additional troubleshooting could be completed and root cause of the issue could not be determined.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.